Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 150 mg/dl. The customer reported that the alarm was resolved by a complete set change. Customer returning the product based on his request. Customer was advised that we would replaced infusion sets and reservoirs.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.